Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter occurred. Data was evaluated and the allegation was not confirmed the probable cause could not be determined as the reported allegation was not found. In addition, early sensor expiration was found in connection to the reported allegation. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. No injury or medical intervention was reported.